Event description:
It was reported that bd discardit¿ ii 2 ml syringe did not have enough vacuum to fill the syringe, this eventually resulted in leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: the syringe does not make enough vacuum to load liquid into the syringe, so the maneuver must be repeated several times until the medication is filled. They also comment that part of the medication exceeds the embolus top.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo for catalog 300928 lot 1909168 to investigate for this record. Visual examination of the photo shows a leakage through the plunger rod. As a result, bd was able to verify the reported issue of leakage other. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This may also occur during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii 2 ml syringe did not have enough vacuum to fill the syringe, this eventually resulted in leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: the syringe does not make enough vacuum to load liquid into the syringe, so the maneuver must be repeated several times until the medication is filled. They also comment that part of the medication exceeds the embolus top.